Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not appearing. A technical support specialist troubleshot the device and verified the patient record in electronic protected health information (ephi), confirmed updated unit details with the customer, corrected the unit in patient encounter system (pes), and validated the update on the station. Customer confirmed accuracy and agreed to close the case. The system functioned as intended after the technical support specialist diagnosed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not display the newly transferred patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.